Event description:
It was reported that foley catheter was placed on (B)(6). Natural removal was discovered during patient care on (B)(6). When distilled water was injected again into the product that had naturally been removed, the balloon expanded. Possibility of water leak from lumen to lumen in shaft pointed out.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received. The first one shows an overview of the 2-way catheter, the second photo zooms into the deflated balloon and tip and the third photo shows the catheter's cap nghz0018. Received 1 all-silicone temp sensing foley catheter with sample port connector. During balloon inflation using an inhouse syringe and 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) the solution leaked through the eyelets indicating lumen to lumen leak. The returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on 6th november. Natural removal was discovered during patient care on 7th november. When distilled water was injected again into the product that had naturally been removed, the balloon expanded. Possibility of water leak from lumen to lumen in shaft pointed out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.